Manufacturer narrative:
H4: the lot was manufactured between december 13, 202 - december 14, 2022. H10: the device was received for evaluation. Visual inspection was performed and loose particulate matter (pm) was observed inside the fluid pathway of the container and no particulate matter inside the port tubing. The tan pm flake-like polymeric appearing particle was approximately 2.00 square millimeters found loose inside the fluid pathway of the container approximately 20.00 millimeters above the top side of fill port tube. The reported condition was verified. The cause of the condition could not be determined.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a foreign object inside the fill port tubing. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.